Manufacturer narrative:
(B)(4). The 4.5x60mm supera referenced is being filed under a separate medwatch MFR number. The device was not returned for evaluation. The reported patient effects of restenosis and surgery are listed in the supera instructions for use as known patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The additional treatment (surgery) and hospitalization are related to operational context.

Event description:
It was reported that the index procedure was on (B)(6) 2016 where two supera stents (4.5 x 60 mm and 4.5 x 100 mm) were implanted in the left superficial femoral artery. On (B)(6) 2016, the patient was returned with in-stent restenosis and the patient was taken for bypass surgery. The patient is doing good. No additional information was provided.